Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in an unspecified artery in the leg. Using a cross over guide catheter, a 3.5x30mm maverick2 monorail balloon catheter was advanced. "Small" resistance was felt while the device was inside the guide catheter and the proximal shaft of the balloon broke 30cm from the hub. The area that broke was still outside the patient so the physician was able to grab and remove the device without the aid of an additional device or intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in an unspecified artery in the leg. Using a cross over guide catheter, a 3.5x30mm maverick2 monorail balloon catheter was advanced. "Small" resistance was felt while the device was inside the guide catheter and the proximal shaft of the balloon broke 30cm from the hub. The area that broke was still outside the patient so the physician was able to grab and remove the device without the aid of an additional device or intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:analysis of the returned complaint device identified a complete separation of the hypotube 43.5cm from the strain relief and 100cm from the distal tip. The hypotube fracture surfaces were ovaled, suggesting the device was kinked prior to separation. There were numerous bends in the hypotube. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).